Event description:
It was reported that a minicap was observed to be dried out. This was found before use, in association with peritoneal dialysis (pd) therapy. The color of the iodine sponge was observed to be yellow, instead of dark brown. The minicap was not used and there was no adverse event associated with this report. This is report 1 of 13 for this patient.

Manufacturer narrative:
(B)(4). The complaint sample was visually inspected in the laboratory, and met all required specifications. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This report for inadequate iodine was not confirmed and the cause could not be determined. If additional relevant information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. A sample was requested for further analysis. A follow-up report will be submitted if additional relevant information becomes available. (B)(4).